Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. On (B)(6) 2021, the customer returned pump for an alleged low battery alert. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and self test. Pump passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No charge/battery anomalies noted. No unexpected low battery alarm anomalies noted. Low battery alarm not confirmed.

Event description:
Information received by medtronic stated that the insulin pump had a battery problem. No harm requiring medical intervention was reported.